Manufacturer narrative:
The investigation determined that vitros ipth results obtained from multiple patient samples run on a vitros 5600 integrated system during correlation testing were higher than expected compared to ipth results obtained from the same samples when using a combination of other vitros and non-vitros analyzers. The patient results in question were obtained using two different vitros ipth reagent lots. However, there was no evidence to suggest a reagent malfunction had occurred based on acceptable vitros ipth quality control results observed around the time frame of the event. The investigation was unable to determine a definitive root cause. However, the integrity of the patient samples in use or an instrument issue cannot be ruled out as potential contributing factors. The root cause of this event is unknown, and the investigation is ongoing.

Event description:
The customer obtained higher than expected vitros ipth results from multiple patient samples run on a vitros 5600 integrated system. The observed vitros ipth results (sample 1 = 513.0, sample 2 = 37.9, sample 3 = 290.9, sample 4 = 67.4, sample 5 = 99.0, sample 6 = 26.9, sample 7 = 189.8, sample 8 = 64.79, sample 9 = 66.86, sample 10 = 188.61 pg/ml) were obtained during correlation testing and were higher than expected compared to ipth results obtained from the same samples using a combination of other vitros and non-vitros analyzers (sample 1 = 356.3, sample 2 = 20.0, sample 3 = 212.1, sample 4 = 43.0, sample 5 = 45.0, sample 6 = 17.0, sample 7 = 143.32, sample 8 = 44.93, sample 9 = 33.98, sample 10 = 127.11 pg/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).